Event description:
Healthcare professional reported that a patient was injected with 10 cc of juvéderm ultra¿ xc and concomitantly injected with 34 units of botox. Three days later, patient experienced hematoma and started to feel like it burns the next two days. Patient was treated for vascular event and hyaluronidase is applied. Symptoms resolved two weeks after symptoms started.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported that a patient was injected with 10 cc of juvéderm ultra¿ xc and concomitantly injected with 34 units of botox. Three days later, patient experienced hematoma and started to feel like it burns the next two days. Patient was treated for vascular event and hyaluronidase is applied. Symptoms resolved two weeks after symptoms started.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.